Manufacturer narrative:
Concomitant products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2014, the physician received an unsuccessful cavity integrity assessment (cia) test. The physician then performed a hysteroscopy and noted that he had perforated the pt's uterine artery and was unable to stop the bleeding. The physician performed a "complete abdominal hysterectomy on the pt". The pt was admitted and was scheduled to be discharged on (B)(6) 2014. The pt was stable on (B)(6) 2014 and the exact discharge date is unk. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.